Event description:
It was reported that during the implant procedure, the helix would not extend with specified turns. The lead was removed and tested outside the body. It was noted there was something different from usual. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Lead was returned with the helix fully retracted, and it was able to be extended and retracted within specifications. (B)(4).